Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. The atrial intrinsic signal fell into post-ventricular atrial refractory period (pvarp). Technical services (ts) reviewed the reports and provided potential reprogramming options. The device remains in use. No adverse patient effects were reported.